Manufacturer narrative:
The device received with blank display due to damaged battery tube. The device received with cracked case and broken battery tube threads.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned for analysis.